Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. Reportedly, the connector part of the catheter detached. However, it was confirmed that the connector part was the hub/cap at the proximal end of the catheter that came off from the main catheter shaft. The procedure was completed with another of the same device with no patient complications.

Manufacturer narrative:
Additional information: block b5 (describe event or problem), block d4, block d7a and block h8. Device code a0501 has been updated to capture that this event will no longer be reportable. Additional information stated that it was the hub/cap was detached and not the catheter. Per further analysis, this complaint does not meet reportability criteria due to the new information that was received.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0501 captures the reportable event of catheter detachment.

Event description:
It was reported that a jinro pigtail nephrostomy catheter sets was used during a procedure. Reportedly, the connector part of the catheter detached. The procedure was completed with another of the same device with no patient complications.